Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 22gax1.00in prn ec slm npvc-383069-adapter /connector defective/damaged on (B)(6) 2025, the patient underwent right knee meniscus repair and reconstruction under general anesthesia. An IV catheter was placed for infusion that same day. During a ward round, the nurse discovered the heparin cap on the catheter had fractured, causing blood leakage. The infusion line was promptly closed, the catheter replaced, and infusion resumed.

Manufacturer narrative:
1. DHR/bhr review(lot#5048556): 1)the products of this batch were assembled at intima ii auto line 3 in mar 2025, and packaged at r240 & cfs package line in mar 2025. Work order quantity was (B)(4) pcs; 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 4)the cannula batch used in this batch of products are 5052325 and 5052322, review the incoming inspection results, no abnormalities. 2. The customer returned 1 photo but did not return the defective sample. The photo shows: the prn latex stopper is separated from the base,and the assembly position of the big end of the sleeve stopper and the shrinkage of the shrink band have no obvious abnormalities. 3. The retained sample of this batch is taken for the pull force test of the prn (i.e., test the separation force between the sleeve stopper and the bottom housing) and 45psi leakage test , and the test results are within the product specifications. 4. The possible factors affecting the separation force between the sleeve stopper and the bottom housing: raw material factors (including the tension of the sleeve stopper, the degree of shrinkage of the shrink band), the assembly of the prn, the flow rate and pressure during the use of the indwelling needle. Conclusion(s): no abnormality is found on production process.the photos show a defect of the sleeve stopper of the prn is separated from the bottom housing,but as no obvious prn assembly issue can be identified from the photos,and the defective sample was not returned, the relevant tests could not be conducted,so the root cause of this defect cannot be determined. The plant will continue to pay attention to and monitor such defects.

Event description:
No additional information available.